Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted once the plant has completed their evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that when she removed the cassette after last night's treatment there was fluid inside the cassette door. The patient reported she no longer had the set that leaked. During follow up the peritoneal dialysis registered nurse (pdrn) reported patient's effluent remained clear.